Manufacturer narrative:
Device evaluation: "visual inspection found optic torn" in previous MDR is not applicable. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -12.50 diopter, within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. The lens was exchanged for another same model/length lens within the same surgery and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found optic and haptic torn with residue on the lens. Claim#: (B)(4).